Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# unknown implanted: (B)(6) 2021; explanted: (B)(6) 2025; product type lead, UDI: unknown h3: please note that although the lead has been received at this time, analysis results are not yet available. A supplemental report will be filed upon analysis completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that ¿electrodes with high impedances¿ were measured with a lead. The lead was replaced and the issue was resolved. No further complications were reported or anticipated.

Event description:
The following information was already reported in manufacturer report # 2182207-2025-01019: information was received from the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the contacts failed one after another. The doctor considered this fibrosis and eventually explanted the patient. Any additional information will be reported in this manufacturer report.

Manufacturer narrative:
H3. Device analysis for lead unknown revealed broken conductors 0, 2-4, 6-7 22cm from the distal end, at the injex anchor site. H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.